Event description:
"It was reported that the pt was resurgered due to an implant extrusion. It was observed that the skin is sensible and the electronic is located near the surface, hence a new extrusion might occur. The pt will be controlled monthly."